Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions). What are the and date of the procedures? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Can you identify the product code and lot number of the product that was used? Citation: ophthal plast reconstr surg 2012;28: 300¿302; doi: 10.1097/iop.0b013e318257f44a. [(B)(4) - demirel 2012.pdf].

Event description:
It was reported via journal article: "title: modified temporary eyelid margin suture for correction of congenital horizontal tarsal kink: a novel surgical technique" author(s): soner demirel, m.d.*, cemal firat, m.d., and penpe gul firat, m.d citation: ophthal plast reconstr surg 2012;28: 300¿302; doi: 10.1097/iop.0b013e318257f44a. This study aimed to describe a modified temporary lid margin suture method for tarsal kink correction. In this study, the author presented a (B)(6)-old female patient with tarsal kink underwent modified temporary eyelid margin suture using a 6-0 prolene suture. The sutures was passed through the lower section of the gray line of the upper eyelid and the upper section of gray line of the lower eyelid at 3-mm distance from the lateral commissure of each eye, tying off the suture just above the lash line which aimed to provide a better mechanical traction on the tarsal plate by drawing the upper eyelid down to the lower eyelid as much as possible. On the tenth day following the surgery, suture was accidentally broken. During the follow-up period of 1 month the patient recovered completely from the tarsal kink, without recurrence. Treatment for the event was not reported. Additional information has been requested.